Manufacturer narrative:
A baxter field service engineer (fse) evaluated the instrument at the customer location. During the evaluation, the instrument passed all the tests within specification, according to the manufacturing recommendation. A visual inspection of the uf flow meter diaphragm performed by baxter fse revealed signs of wear, however, the part was reinstalled into the uf flowmeter as it was found to be serviceable. Ultimately the instrument was returned back into service and had been used for treatments without further issues. Baxter is monitoring issues like this. An investigation is still pending. Should significant information became available a follow up report will be submitted.

Event description:
A biomedical technician contacted baxter global technical services to report that excess fluid was removed from a patient during a regular hemodialysis treatment. The incident involved a system 1000 tina instrument. Reportedly, the uf target on the instrument had been set to remove 4.2 liters at that day. During therapy, the patient became unstable, hypotensive and nauseated. Per protocol, a bolus amount of saline solution administered, oxygen given and uf removal turned off, (ufr 1, 1 liters). From this point on, the therapy continued at uf rate 0, (according to a copy of the treatment sheet), however, according to the reporter, the instrument continued to remove fluid from the patient. Ultimately when the patient's weight was measured, it was discovered that 3.9 liters of fluid had been removed. Finally the patient was discharged from the unit ambulatory in stable condition, without any further medical intervention.